Event description:
Adverse event(s): "foreign material removed from the anterior chamber." (Foreign body, removal of). Product problem(s): "foreign material in the bowl" (foreign material present in device). The customer reported: we are having issues with foreign material in the bowl. The foreign material was found in the anterior chamber and removed during surgery. Add'l follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).